Manufacturer narrative:
Incorrect product information was documented on original medwatch 3500a form 1417592-2025-00052. The following information has been corrected: correction to d2a: common device name correction to d2b: device product code correction to d4: catalog number, lot number, and primary unique device identifier (UDI) number.

Manufacturer narrative:
It was reported that a "contaminant" was noted to be inside the syringe after drawing up medication. The customer was unable to determine if the "contaminant" came from the medication or the syringe. The customer reported the syringe was replaced and a new medication vial was used to complete the administration. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a "contaminant" was noted to be inside the syringe after drawing up medication.